Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora rx balloon catheter was intended to be used to pre-dilate a moderately tortuous, severely calcified, eccentric lesion with 85% stenosis in the mid rca. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the balloon burst on the first inflation after 12 atm of pressure had been applied. The device was not moved or repositioned prior to the burst. Immediate angiography revealed contrast in the coronary artery. Low pressure was noted. There was an attempt to re-inflate the balloon further. The lesion was thought to be sufficiently dilated, and the procedurewas completed with a resolute onyx stent. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the working length of the balloon. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a pinhole leak on the working length of the balloon material. The balloon material was jagged and uneven at the leak site. If information is provided in the future, a supplemental report will be issued.